Manufacturer narrative:
Reporting institution phone #: (B)(6). Reporter phone #: (B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the mx500 patient monitor showed a speaker malfunction inop message. It is not confirmed if there was still sound coming from the device. Patient involvement is unknown. There was no report of patient or user harm.

Event description:
The customer reported the mx500 patient monitor showed a speaker malfunction inop message. The device was in use on a patient. There was no report of patient or user harm. The field service engineer went onsite and confirmed the symptoms that there was no sound. After the repair replacement of the faulty main board the device was working again to its specifications.